Event description:
Per independent repair center statement; the unit has low o2,yellow light. The key failure was the operator valve was stuck. Additional malfunctions were o-ring leaking, and a leaking hose clamp.